Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the surgeon was using a double stapling technique and engaged plastic spike accessory into the detachable anvil head and upon removing it, the plastic spike accessory broke, rendering it unable to remove. There was a 10 minute delay in surgery. Another like device was opened and the anastomosis completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5770g. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damaged and with the tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. The part of the ancillary trocar was removed and the device was tested for functionality using the returned anvil, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photographic analysis: picture received shows the tip of the anvil protruding from tissue, a portion of a broken ancillary trocar is held and showed, the ancillary trocar has marks in the middle zone. The broken part of what appears to be the tip of the ancillary trocar can be seen inside of the anvil.  Based on the picture alone the event described is confirmed.